Event description:
False positive result (s). User believes they received 3 false-positive results with flowflex. They took a pcr test that was negative. They stated that, "I took the (2 flowflex) tests wednesday morning and also had the pcr test wednesday. I got the (pcr) results friday afternoon. I took another (flowflex) test sunday."

Manufacturer narrative:
Final product manufacture and qc record for cov1110218 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1110218 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.